Manufacturer narrative:
H10: a further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned for eval. The investigation is inconclusive for failure to advance as functional testing and the dimensional eval could not be performed due to poor sample condition. The investigation is confirmed for retraction problems due to the condition of the returned sample (flared distal tip). The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. Determined based upon the available info. It is unk whether pt and/or procedural issues contributed to the event. The current IFU (instructions for use) states: when using the tapered sidekick catheter with the crosser catheter 14s or 14p, the crosser catheter can be advanced approximately 15cm from the tip of the sidekick catheter. Resistance is encountered beyond 15cm due to the taper on the crosser catheter aligning with the taper on the sidekick catheter. A taper lockup marker (single marker on the crosser catheter shaft) is located 127cm from the distal tip for the 146cm crosser catheter and 80cm from the distal tip for the 106cm crosser catheter. The taper lockup marker is an indicator that the tapers on the catheters are nearing alignment; advance the crosser catheter slowly.

Event description:
It was reported that the recanalization catheter got stuck in the support catheter and the distal tip of the catheter separated (did not detach) from the catheter during use in the anterior tibial. Both devices were removed as a single unit without issue. Another catheter was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.